Event description:
Philips received a complaint on patient monitor efficia cm100 indicating that the blood oxygen measurements fluctuate greatly. The device was reported to be in clinical use. Patient was moved to another device for spo2 measurement. No adverse event to the patient or user was reported.

Manufacturer narrative:
E1 reporting institution address: (B)(6). Analysis was performed by onsite service personnel which included efforts to reproduce the issue and visual inspection. The results of the analysis indicate that the problem can be replicated onsite by observing spo2 measurements are inaccurate. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was spo2 module failure. The issue was resolved by replacing part#: 453564582271, amz-cm philips spo2 fs. The system meets the specification for the performed service and is returned to use.